Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 1.1 & 2.2 was not being detected. A field service engineer (fse) found that the pyxis modular control board was faulty, so the fse replaced the pyxis modular control board, reconfigured the station, ran firmware updates, and rebooted it. Fse tested in hardware test application and customer performed inventory. Preventative maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on bus and unable to recover drawers. The nursing was unable to pull any medications from these drawers and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.